Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks after having a seizure. The field representative called for troubleshooting assistance as he could not reproduce noise. Technical service (ts) reviewed the device data and found there was myopotential/ electromagnetic interference (emi) type of noise that was being oversensed. This resulted in seven inappropriate shocks. Additionally, it was noted that r waves were small. Ts recommended to check to see if the patient has any other implantable devices. At this time, the system remains in service. No additional adverse patient effects were reported.